Event description:
Edwards received notification of a pascal in mitral procedure where the patient was brought back due to worsening symptoms at home. Mr (mitral regurgitation) post index procedure was mild. Tte (transthoracic echocardiogram) showed moderate/severe mr. Upon tee (transesophageal echocardiogram) on table for procedure, the posterior leaflet was noted to be out of the pascal ace. A second pascal ace was placed next to the first. The procedure was completed. The patient is stable. Mr is mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed. Available information suggests patient pre-existing conditions likely contributed to the event. The information provided does not suggest any possible root cause for this adverse event. Per the event description, tte showed moderate to severe mitral regurgitation and tee confirmed the posterior leaflet out of the pascal device. There was no other information provided that could allow identification of a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.